Event description:
The customer received a blood glucose reading of 34 mg/dl on the contour next link and experienced symptoms of low blood glucose. The customer was advised to return the test strips for evaluation. New strips were sent to her.